Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. During evaluation, stryker observed an event code logged in the memory of the device related to a potential issue of the device to deliver energy. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not deliver a shock during use. This issue is patient related; however there was no adverse event reported.